Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f sheath (model unknown). It was noted that there were 3 sheath exchanges during the procedure. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that while pulling back to the arteriotomy, the balloon lost pressure. It was suspected that the balloon loss of pressure was due to the patient's existing pvd. A second device was deployed using a buddy (guide) wire and a 50/50 contrast and saline mixture. Upon removal of the second device, there was blood flow coming out through the advancer tube. Pressure was held for 3 minutes. Following the 3 minute hold time, pulsatile blood flow was coming from the groin access site. The patient was converted to 20 minutes of manual compression and a hemostatic assist patch was applied to the access site. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00328 for the first device.